Event description:
Device 3 of 4: reference MFR report: 1627487-2019-04504, 1627487-2019-04505 and 1627487-2019-04507. It was reported the patient was brought into the ER with leg weakness and unresponsive a day after undergoing a drg system trial implant. Reportedly, the patient experienced an epidural hematoma in addition to a reaction to the anesthesia. Subsequently, the patient's trial leads were urgently removed and the hematoma evacuated. Follow up information identified the patient was well. No further intervention was planned.